Event description:
Attorney reported. In 2008 - the pt underwent surgery at a medical center for repair of a ventral hernia. At that time, she was implanted with a bard composix lp. Three days later - the pt's condition worsened progressively and, the same day, the pt was hospitalized and found to have a recurrent ventral hernia. At the time of this admission, the surgeon found that the mesh was not adherent to the abdominal wall, thus causing recurrence of the hernia. The bard composix lp circle mesh was explanted and replaced with a bard composix e/x mesh. The pt has suffered and will continue to suffer physical pain and mental anguish. The pt has suffered physical pain and suffering as well as extreme disfigurement.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.